Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This root cause is assigned due to the fact that this device was inflated at 14 atm and as stated on the label, the rated burst pressure is 12 atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. A 2.75mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that device initially had difficulty in crossing the lesion due to existing calcification. After a while, it managed to cross the lesion. First dilatation was then performed at 10atm and second dilatation at 12atm for 30 seconds each. However, during the third dilatation at 14atm for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.